Event description:
It was reported that the customer had an unspecified cartridge issue. Additionally, it was reported that the pump was not working properly. The customer reverted to an alternate method of insulin therapy. There was no reported impact to the customer's blood glucose level. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.